Manufacturer narrative:
Part details corrected following receipt of additional information confirming that femoral head was revised and acetabular cup remain implanted. Patient age and event / explant date corrected.

Event description:
It was confirmed that revision surgery of the femoral head only was performed due to periprosthetic fracture. The acetabular cup remained implanted.

Event description:
It was reported that revision surgery was performed in (B)(6) 2013.